Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that these types of events can occur. Under possible adverse effects, number 1 states, "material sensitivity reactions." And, "it has been reported that wear debris may initiate a cellular response resulting in osteolysis or osteolysis may be a result of loosening of the implant." Number 14 states, "postoperative bone fracture and pain." Number 15 states, "elevated metal ion levels have been reported with metal on metal articulating surfaces."

Event description:
Legal counsel for patient reported that the patient underwent total hip arthroplasty on a unknown date. Subsequently, patient alleges personal injuries. It is unknown whether a revision procedure has occurred. No further information has been provided to date. This report is based on allegation set forth in plaintiff's complaint and the allegations contained therein are unverified. Additional information received in medical records indicate the patient was revised approximately 12 years post-implantation due to pain, periacetabular osteolysis and elevated metal ion levels. Revision operative report noted defects and osteolysis of the acetabulum. A total synovectomy was performed and bone graft material was placed in the acetabular defects. Revision operative report further notes the femoral head, acetabular cup and liner were removed and replaced.